Event description:
It was reported when using the bd vacutainer® luer-lok¿ access device holder with pre-attached multiple sample adapter that the device malfunction, and needle broke off causing a spill. The following information was provided by the initial reporter. The customer stated: "the access device malfunction during blood collection from a central line, needle break off and blood spill non-stop from central line."

Manufacturer narrative:
H6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4. Medical device expiration date: unknown . H.4. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® luer-lok¿ access device holder with pre-attached multiple sample adapter that the device malfunction, and needle broke off causing a spill. The following information was provided by the initial reporter. The customer stated: "the access device malfunction during blood collection from a central line, needle break off and blood spill non-stop from central line."